Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and diabetic ketoacidosis. The blood glucose level was 304 mg/dl at the time of incident. Customer's current blood glucose level was 152 mg/dl. The customer was hospitalized. Customer have the back up plan with the insulin syringes. Troubleshooting was done for high blood glucose. Customer was not wearing the pump at time of hospitalization. The product will not be return for analysis.